Event description:
It was reported that the catheter was placed via the right internal jugular after two unsuccessful attempts to place it via the subclavian route. Shortly after insertion, the pt developed pallor, chills, vomiting, ans his systolic bp decreased. The pt also developed pomphus over his entire body. The pt was given epinephrine for shock. The physician suspected that the patient had a reaction to the arrowgard catheter. The pt recovered.